Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study clarified there was no in-patient hospitalization, only an emergency room visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the ins not functioning and original inability to charge was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went to the emergency room (ER) with acutely worsened resting tremors and generalized weakness. The patient had tested the ins at home and it was not functioning; they were unable to recharge. They were unable to get out of bed. A manufacturing representative (rep) was called to assess the situation and device interrogation showed the battery was at 0. The rep was able to recharge it. The patient was unable to obtain a follow up appointment at the clinic since the event, however they called the clinic to provide updates. They no longer had cognitive issues charging their device. It was noted that the patient had required in-patient hospitalization. The event was considered resolved without sequelae on (B)(6) 2018.